Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) performed a remote assessment and confirmed that the system cannot switch on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and confirmed that they were unable to contact the user and the person in charge and requested onsite support. The field service engineer (fse) checked the system onsite but was unable to confirm the problem. The system was started manually, and log files showed no anomalies. Incoming supply was checked and found all three phases within specification and the device was left fully operational. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.